Event description:
It was reported that post a coronary drug-eluting stenting treatment procedure, stent thrombosis occurred. The 90% stenosed de novo lesion being treated was located in the moderately tortuous calcified mid left anterior descending artery (lad). A 3.00x28mm taxus express2 drug eluting stent was implanted, inflated to 14 atm for 10 seconds. The stent was post-dilated with a 3.0x15mm non-bsc balloon. The 1st diagonal (dx) was jailed by the taxus stent creating a slow flow condition. The stent strut in the area of the 1st dx was expanded with a 2.5x14mm non-bsc balloon, inflated to 16 atm for 10 seconds. Thrombus in the 1st dx and lad stent was aspirated. A change on the electrocardiogram was confirmed. However, it soon improved. Medications given include: nitopro, procylin, and aspirin. The following day, the patient complained chest pain. The physician performed a "loading test", but there were no problems noted. Three days post the deployment of the taxus stent, angiography was performed. Thrombus was confirmed in the proximal portion of the taxus stent. The lesion was dilated with a 3.00mm nc mercury balloon and a 2.5x13mm non-bsc stent was implanted in the 1st dx. Patient status reported as "good". The patient took panaldine for about one year after the previously implanted non-bsc stent, over one year ago. But thrombus was developed in the leg. So the panaldine was changed to pletaal. According to the physician, the patient might "disagreed with antiplatelet agents". So procylin (low effect agent) was prescribed (the period was unknown). After this event, the patient has taken plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.